Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-04723. It was reported that a patient presented in the emergency room. The implantable cardioverter defibrillator delivered inappropriate high voltage therapy. Upon review, the device was in backup vvi mode due to over-charging the device and the right ventricular lead exhibiting high pacing impedance via a pacing system analyzer test, which indicated a lead insulation breach. After the device was unlocked, all of the episodes were deleted. The device was explanted and the right ventricular lead was capped and replaced on (B)(6) 2019. The patient was in stable condition.